Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with lumbar spinal canal stenosis for oblique lateral interbody fusion (olif). It was reported that flexible arm was unable to be fixed firmly from beginning even though the handle of the lower arm was tightened. Procedure was continued with the same device by inserting a pin on the retractor. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
H6: product analysis: visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will thread in and out a little. The tightening screw appears to be stripped inside the joint/knuckle of the instrument. The small knuckle will tighten but when loosened the joint is still very rigid and hard to move. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.